Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete. (B)(4).

Event description:
The customer reported the device is pausing, will not pace. There was no reported adverse patient impact.